Event description:
Pt called lfs in 7/2003 alleging the meter would not power on. The pt reported high blood glucose symptoms of thirst, weakness, dizziness, and feeling ill while attempting to test. Because pt was not feeling well, they visited, the physician. The blood sugar was tested and the result was 254mg/dl. Pt reported treatment, but the type of treatment was not specified. The issue was not resolved with troubleshooting. No further info was been reported.